Event description:
It was reported that the catheter was implanted and the pt had a dialysis treatment immediately following. During the treatment the catheter had poor flows and the pt experienced pain. Nothing was done on 2/8/2000. The pt was taken to interventional radiology for a contrast study. The study showed a "perfect hole in the catheter" located distal to the cuff, under the zero of the 30cm mark. The arterial lumen was removed without difficulty.